Manufacturer narrative:
H.6. Investigation summary: the scope of issue is only limited to part #342975 and serial # (B)(6) . The customer reported complaint on a facscalibur cytometer 4 color basic ivd ¿ 342975 displaying incorrect results when running multiset samples the events are in the lower left quadrant. There are zero qns (quality notifications) related to the reported issue. Date range from (B)(6) 2019 to date (B)(6) 2020. This is the only complaint, #(B)(4). Date range from (B)(6) 2019 to date (B)(6) 2020. Review of DHR part #342975 serial # (B)(6) was reviewed. The instrument met all the manufacturing specifications prior to release. The investigation was performed and based on the review of the complaint trend, defect trend, DHR, root cause and risk analysis, the reported complaint could not be confirmed. No work order was opened nor was a technician dispatched to the customer, however there was communication over the phone with the tsr (technical support representative) to try to resolve the issue. A report in the servicemax case-comments on (B)(6) 2020 stated, ¿customer will run a stylus through sit and several primes. Customer will callback if the issue persists. If customer does not callback by eod 08/may20 then the issue is resolved and it is ok to close case.¿ according to a senior service engineer, this is performed when there is a possible clog or air bubbles in the line. After multiple attempts to retrieve follow up information from the customer, especially regarding safety concerns of patient samples and safety, there was no response. The tsr also stated on (B)(6) 2020, "I haven¿t heard anything back from them. I don¿t think that we are going to be able to get any data for this case." Four tasks were initiated, (B)(4), requesting for additional information but no follow up response was received. No exact cause could be determined for this complaint of incorrect results. In conclusion there is not enough supporting information to determine the cause and adverse effects of this complaint. The servicemax case was closed for no response and assumed the tsr recommendations of running a stylus through the sit and priming several times resolved the issue. The safety risk is low as there was no patient and customer injury nor harm. Based on the investigation results the root cause could not be determined due to insufficient information. Based on the investigation results, this complaint could not be determined due to the insufficient information that was not provided. The servicemax case was closed for no response and assumed the tsr recommendations of running a stylus through the sit and priming several times resolved the issue. The safety risk is low because there was no impact to patient health or safety h3 other text : see h.10.

Event description:
It was reported that when running controls and patient samples the events in the events are in the lower left quadrant. None of the results were reported with a bd facscalibur¿ flow cytometer. The following information was provided by the initial reporter: when running multiset samples the events are in the lower right quadrant. Steps taken with customer/troubleshooting: customer will run a stylus through sit and several primes. Customer will callback if the issue persists. If customer does not callback by eod 08/may20 then the issue is resolved and it is ok to close case. Next steps (if necessary): wait for customer to callback. Are you using this product for clinical diagnostic test? Y. Were erroneous results reported and used to treat a patient? N. Was there any injury or potential injury? N. Leak (if yes explain)? N. 1. Was the leak contained within the instrument? N/a. 2. Was the leak in a customer accessible location? N/a. 3. What was the fluid that leaked? N/a. 4. What is the source of leak -- waste line or non-waste line? N/a. 5. Was the customer exposed to blood or bodily fluids? N/a. 6. Was there any physical harm to the customer as a result of the leak n/a. Software version? Unknown. Resolution achieved (y/n)? N. Follow up required (y/n)? Y list of parts shipped (include foc): n/a. RMA required (y/n)? N/a. Additionally, on 2020-05-15 the bd sales consultant provided the following additional information: I was able to contact the customer. They observed the issue with both controls and patient samples. They reiterated that they realized that something was wrong and none of the results were reported. Additionally, on 2020-05-20 the bd sales consultant provided the following additional information: "no redraw was needed and there was no delay in treatment."

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when running controls and patient samples the events in the events are in the lower left quadrant. None of the results were reported with a bd facscalibur¿ flow cytometer. The following information was provided by the initial reporter: when running multiset samples the events are in the lower right quadrant. Steps taken with customer/troubleshooting: customer will run a stylus through sit and several primes. Customer will callback if the issue persists. If customer does not callback by eod 08/may20 then the issue is resolved and it is ok to close case. Next steps (if necessary): wait for customer to callback. Are you using this product for clinical diagnostic test? Y. Were erroneous results reported and used to treat a patient? N. Was there any injury or potential injury? N. Leak (if yes explain)? N. Was the leak contained within the instrument? N/a. Was the leak in a customer accessible location? N/a. What was the fluid that leaked? N/a. What is the source of leak -- waste line or non-waste line? N/a. Was the customer exposed to blood or bodily fluids? N/a. Was there any physical harm to the customer as a result of the leak n/a. Software version? Unknown. Resolution achieved (y/n)? N. Follow up required (y/n)? Y. List of parts shipped (include foc): n/a. RMA required (y/n)? N/a. Additionally, on 2020-05-15 the bd sales consultant provided the following additional information: I was able to contact the customer. They observed the issue with both controls and patient samples. They reiterated that they realized that something was wrong and none of the results were reported. Additionally, on 2020-05-20 the bd sales consultant provided the following additional information: "no redraw was needed and there was no delay in treatment."